Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve could not drain the cerebrospinal fluid intra-operatively. According to the report, the surgeon removed the valve from the patient and tested the valve's function by saline. Reportedly, the valve was found to be obstructed. There was no injury to the patient.